Event description:
The monitor stated the patient's blood sugar was low. It was repeated twice and the message continued. A blood specimen was sent to the lab for verification. The lab result was 112 mg/dl, which is not critically low.